Manufacturer narrative:
(B)(4). Any additional information provided by the customer will be included in a follow up report. At this time, carefusion has not received the suspect device/component for evaluation.

Event description:
It was reported to vyaire that vela ventilator alarmed ventilator inoperable (inop), oxygen inlet high, low positive inspiratory pressure, low expiratory volume and high positive end expiratory pressure. The customer confirmed there was no patient involvement associated with the reported issue. The customer determined the most likely cause of the reported issue is the blender pcb.